Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump triggered occlusion alarms during use earlier in day, identified as malfunction alarms 2 and 26, while customer was using autosoft 90 infusion set with novorapid insulin. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, reported no visible infusion set issues or recurring occlusion problems, and case was closed by technical support with no further assistance requested.